Event description:
It was reported that the arch bar has edges. It pulls or tears gums. The rail is very edgy. The customer used a different product.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could be confirmed. Visual inspection revealed that the edges of the current arch bars are very sharp. However, within functional inspection the reported event could not be reproduced. Also a comparison with the current drawing has shown that the products meet the specification. To address the customer concerns a change request was initiated on 2014-mar-10 to redesign the arch bar in a way it gets smoother. As a part of the redesign the edges will be new defined (rounded off) and the pegs more curved. The change request is still ongoing.

Event description:
It was reported that the arch bar has edges. It pulls or tears gums. The rail is very edgy. The customer used a different product.